Event description:
Approximately one year and eight months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's batteries were unexpectedly changing from power port one to power port two at varying levels of battery capacity and multiple low priority power disconnect alarms were noted when two batteries were connected. A controller exchange was performed and batteries were replaced. There was no reported patient injury as a result of this event. The devices were returned to manufacturing for evaluation. Evaluation revealed that all batteries passed visual inspection and only one battery failed functional testing due to early depletion of cell pair #2. Evaluation of the controller revealed that it passed visual and functional testing. Review of the controller log files revealed multiple instances of power switching events as well as one critical battery alarm, therefore confirming the reported event. The most probable root cause of the reported "power switching" event is communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins and faulty internal cells within the battery pack. The manufacturer has an open internal investigation to evaluate these types of issues. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of four reports (3007042319-2014-00580, 2015-04184, 2015-04185 and 3007042319-2015-04186) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the controller and batteries revealed no signs of physical damage or contamination. The controller and three batteries passed all functional testing; however, it was revealed that (B)(4) contained a faulty cell pair, which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.